Manufacturer narrative:
H10 h3,h6:the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator failed to recognize ground pad. Cause of failure was a defective electronic component on the rf pcb. Unit passed functional testing after a known good rf pcb was installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported the vulcan generator was not sensing the pad, it never changed to green. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.